Manufacturer narrative:
Unfortunately, no prod sample was received for investigation to date; therefore, an investigation of the device for deficiency of construction could not be performed. If the sample is received at a later date, an investigation addendum will be performed including the eval results. Unfortunately, no lot number was reported, so the DHR could not be reviewed. Simulated usage conditions per a lab test requests were performed in an attempt to reconstruct the event of fluid splashing on the healthcare professional during disassembly. In addition, discussions were held with key engineering, qual, and marketing support personnel. The results are as follows: no fluid splashing on the operator occurred when the unit was filled and properly disposed per our directions for use. No fluid splashing occurred on the operator when the unit was filled and improperly disposed (i.e. By turning off the vacuum prior to all capping operations). Other discussion points included: our directions for use state that our canisters are "for single use" and should not be reused; our directions for use state "caution: prod contents are considered potentially hazardous"; our directions for use state to check that all connections are airtight. The investigation concluded that no splashing occurred in a single use application if the 'directions for use' were followed or if the vacuum was turned off, but the lid was still properly attached. Only in the situation where the unit was purposely dropped from a height of 3 inches did some splashing occur. The prod is for single use, the lid should remain intact and all fittings should be properly tightened.

Event description:
Fluid splashed into eye and corner of mouth of a healthcare professional during disassembly. His eyes were flushed and the incident was reported to his mgr. He was provided with blood tests and they are awaiting the results of these tests.